Event description:
A healthcare professional reported that a glidewell ht implant failed. The patient's bone quality is type ii and the patient's oral hygiene is reported as good. The patient presented on (B)(6) 2024 for a primary procedure on tooth #13. The patient reported the issue on (B)(6) 2024 and returned on (B)(6) 2024 for second stage surgery with complaint of pain. Upon examination, the provider noticed inflammation and infection and determined that the implant had failed to osseointegrate. The implant was removed and not replaced. The patient's symptoms resolved after implant removal. Per the reported information there are no preexisting medical conditions.

Manufacturer narrative:
The device was returned for analysis however, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4). This is the first of three complaints for the same patient, related MDR numbers: 3011649314-2024-00999. 3011649314-2024-01001.